Manufacturer narrative:
An image provided by the field team confirmed that the tubing on the plu disposable was reversed. The blue tubing was connected to the exit port and the red tubing was connected to the inlet port. The root cause of the incorrect tubing being connected to the exit port and inlet port was a manufacturing operator error.

Event description:
During set up and preparing to cannulate, the blood tubing (red for arterial and blue for venous) was reversed. A second unit was used.